Event description:
A customer contacted beckman coulter inc. (Bci) regarding low hemoglobin (hgb) andhigh platelet (plt) results for six patients. Per customer, the doctor questioned the hgb and hct results and asked for patient redraw and a rerun of the original sample.upon further review of the patient results, it was noted that plt results were also affected.the customer re-tesed the samples on the next day and repeated results were similar to the patients' previous results. No change to patient treatment was associated with this event.

Manufacturer narrative:
The specimens were collected in 4cc venipuncture tubes and sampled within 30 minutes.qc was ran before the event. The instrument is currently within qc specifications. A field service engineer (fse) was dispatched: the fse cleaned the blood sampling valve (bsv) . The fse purged the wbc/rbc aperture and cleaned the stripper plate. The fse adjusted the hemoglobin lamp.a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.